Event description:
Reportedly, on (B)(6) 2016, upon interrogation the subject device was found operating in standby mode. It was reinitialized and reprogrammed and tested. As patient is undergoing radiation therapy, it was requested to investigate the rootcause of the reset and to provide a patient management recommendation.